Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/31/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Additional information was requested, the following was obtained: please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The reporting is often delegated to a nurse, since the surgeons feel they are too busy to deal with administration so the (B)(6) surgeon is and the reporting (B)(6) nurse . The following information was requested: was surgery delayed due to the reported event? Yes, if yes, number of minutes: unknown , action taken when event occurred? They had to look for the lost needle and found it in the suction device., was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a fem pop procedure on (B)(6) 2024 and suture was used. During the procedure, when time for using the suture, one of the needles fell off. They found the needle in the suction device so it was retrieved. The nurse had opened 4 more sutures to test the needles from that box. Out of 8 needles (4 x 2) 3 where loose. They had another box with a different lot that they used instead and that worked fine. There are still some sutures in the box to test the anchoring of the needle to the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2024. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received two detached needle and one suture that pertained to the product code 8707h. This product code is double-armed. Upon visual inspection of the detached needles, the attachment condition was as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The suture was inspected, and the insertion mark was observed in both extreme of the sutures. As per the conditions of the returned sample, no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received one needle suture combination and eighteen unopened samples that pertained to the product code 8707h. This product code is double-armed. During the visual inspection of the needle suture combination, the swage and attachment area were noted as expected. The suture was examined, and no anomalies were observed. As per the sampling plan for unopened samples, the visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.